Event description:
A literature article reviewing a study that occurred between january 2023 and september 2023 in a non-surgical center in portugal. 37 patients received atherectomy treatment with a diamondback 360 coronary orbital atherectomy device (oad). 1 patient had severe no re-flow with cardiac arrest and required medical ventilation and vasopressor support and was hospitalized but expired 5 days later. Faria et al., 2024 " initial experience with orbital atherectomy in a non-surgical center in portugal."

Manufacturer narrative:
A2: this represents the average age of the patients. A3: this represents the majority gender of the patients. B3: event date is unknown. This value represents the date of publication. H6: investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for user manual states that a no-reflow phenomenon and cardiac arrest are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(4).